Manufacturer narrative:
On (B)(6) 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 425cc breast implant was found to have a tear measuring 0.2 cm within a crease/fold on the posterior view. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast reconstruction surgery with a 425cc mentor smooth round moderate profile and experienced breast implant deflation on her left side postoperatively diagnosed after physical exam. As a result, the patient underwent bilateral explantation and replacement with catalog number 3504254bc; serial number (B)(4) on the left side, and with catalog number 3504254bc; serial number (B)(4) on the right side on (B)(6) 2022.

Manufacturer narrative:
On march 18, 2022, mentor became aware of the following and corresponding field(s) have been updated on this form: patient experienced left deflation. Patient is non-hispanic; field a5 updated. Procedure performed was primary augmentation with breast lift. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 21, 2022, the mentor failure analysis lab received the right side device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. As per right side device received, and no response received after multiple follow ups, the lot and serial numbers under field d4 have been updated to (B)(6) respectively. If additional information/clarification is received in the future, supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).